Event description:
It was reported that during a hernia repair, the device would not pass the pre-run test. Used another like device to start and complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good condition. No visible damage was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Therefore, the instrument could not be activated with the hand activation feature. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.